Manufacturer narrative:
Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, missing reservoir tube o ring and completely broken off reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the battery compartment is cracked. There was no further information provided by the customer or by troubleshooting.